Manufacturer narrative:
Software 4.11e. Retainer ring black. On nov 23, 2021, the customer alleged for high blood glucose, device under delivery and device suspend the basal. Unable to perform displacement test, occlusion test and delivery accuracy test or lock a test p-cap into the reservoir compartment due to partially broken retainer. Device received with missing reservoir tube o-ring, keypad overlay texture damage, pillowing keypad overlay, cracked select button keypad overlay and broken reservoir tube lip during the visual inspection. Thus and carelink software was utilized and downloaded trace or history files properly. In further full review of the device history on the event date of nov 23, 2021, there is no unexpected alarms or suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 17.6 unit. Device passed the self test, rewind test, prime or seating test, basic occlusion test and force sensor test. Device monitored for 24 hours with a basal of 2.0 unit and no unexpected device suspending noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.2 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed required testing. Unable to verify customer alleged for high blood glucose. The force sensor is within specification and the motor functioning properly. Customer alleged for the device under delivery and device suspend the basal was not confirmed. Unable to perform displacement test, occlusion test and delivery accuracy test or lock a test p-cap into the reservoir compartment due to partially broken retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer alleged pump was under delivering pump suspended delay causing the customer to wake up with high blood glucose of over 500mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at time of high blood glucose event. Current blood glucose level was 120 mg/dl. Customer accepted troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.